Event description:
The customer stated that she was treated in the emergency room for low blood glucose. No blood glucose reading was reported. The customer stated that she woke up with normal blood glucose levels that day, but then her blood glucose dropped very quickly. The customer's husband called back stating that the insulin is not absorbing right away, and when it does, it is causing the customer to have low blood glucose levels. Advised the husband to have the customer speak with her doctor about this issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.